Manufacturer narrative:
Physician reported during delivery of the lal, the surgeon felt the lens exited the cartridge quickly, causing a tear in the bag at the equator. The surgeon was able to complete the surgery without additional issue. The device history record for the lens was reviewed. No issues were noted. The lens remains implanted in the patient's eye.

Event description:
Physician reported during delivery of the lal, the surgeon felt the lens exited the cartridge quickly, causing a tear in the bag at the equator. The surgeon was able to complete the surgery without additional issue.